Event description:
Complaint coordinator reports one incident of a blood leak with the psn 140 dialyzer. Blood leak was noted at the start of treatment. No patient injury or medical intervention was reported per complaint coordinator. No further information is available at this time.